Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was 532 mg/dl. Customer had not addressed their bg level at the time of troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.